Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) broke off. The trailing haptic was tucked on top of the lens and the surgeon did not feel any added resistance, however, when the push rod was retracted after the lens was inserted into patient's right eye, the training haptic was completely free from the lens and resting on the optic. The lens was removed with a lens cutter and forceps and another lens of same model and diopter was successfully implanted. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 2, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received stuck to a portion of the handpiece tray. The original handpiece was received as well. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached. The lens was cleaned and, no further issues were identified. The handpiece was inspected, no detached haptic was identified inside of the handpiece. No issues with the handpiece could be identified that could cause or contribute to a detached haptic. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.